Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. No material was found missing. Components adjacent to this broken main tube do not show damage. Dislodged from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors has broken off at the front - can no longer be moved. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the defect on the instrument was in the front area of the scissors (orange area), the plastic had slipped out of the joint. A backup instrument was not used as the surgery was nearly finished and the scissors was no longer needed. The operation was completed without complications. No fragment fell into the patient's anatomy. There was no injury to the patient as a result of this issue. The operation was delayed by about 15-20 minutes because the bent instrument initially could not be removed from the trocar, requiring undocking the da vinci and manually removing the trocar to extract the scissors. The port incision was not increased to remove the instrument and cannula together.